Manufacturer narrative:
Qn#(B)(4). Device evaluation: the report that the guide wire unraveled and separated was confirmed. The customer returned one guide wire and two pictures of the guide wire removed. The catheter was not returned. Visual examination of the returned guide wire confirmed that the wire was kinked, unraveled and separated. Two pieces of the wire were returned and each piece has a weld. Four kinks were observed in the middle of the wire. The pictures did not reveal any additional information. Microscopic examination confirmed that the core wire broke adjacent to the distal weld and discoloration and necking of the core wire were observed at the break. Microscopic examination confirmed that the proximal weld was full and spherical and connected to the core wire. A manual tug test confirmed that the proximal weld was intact. The broken core wire measured 683 mm in length, which is within the specification of 679 mm - 687 mm per guide wire drawing, indicating that no pieces of the core wire are missing. The diameter of the guide wire measured 0.845 mm, which is within the specification of 0.838mm - 0.877 mm per guide wire drawing. The IFU for this product describes suggested techniques to minimize the likelihood of guide wire damage during use. The other remarks: instructions caution that the use of excessive force during removal could damage or break the guide wire and cautions not to withdraw the guide wire against the needle bevel to minimize damaging the guide wire. A device history record review did not reveal any manufacturing related issues. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on these circumstances, operational context caused or contributed to this event. No further action will be taken.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the catheter was being placed into the patient's left femoral vein in the sncu. When removing the guide wire after the catheter was inserted the guide wire was found unraveled and broken. The physician removed the catheter along with the wire. Part of the wire was stuck in the catheter tip. As a result, a new kit was used to complete the procedure. There was a delay in treatment with no patient harm and no patient death or complications reported.